Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument quality control (qc) data and determined the results were within acceptable ranges on (B)(6) 2018. Siemens is investigating.

Event description:
A discordant falsely depressed human chorionic gonadotropin (hcg) result was obtained on a dimension exl 200 instrument. The initial result was reported to the physician(s). The customer used the same patient sample and instrument to perform repeat testing. The customer stated the repeat result is higher and fits the clinical picture of the patient. A corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant falsely depressed hcg result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00493 on (B)(6) 2018. Additional information (11-september-2018): siemens has evaluated the instrument data and determined that the sample was auto diluted when first processed and produced a low chrome reading that triggered a process error: abnormal reaction flag. The test was repeated on the same cup, and the zero result is determined to be consistent with a short sample or no sample delivery. The instrument data also informs that the sample was processed several hours later with the correct result of 3800 miu/ml. The customer has not reported a recurrence, and this is considered an isolated event. The cause for a discordant falsely depressed human chorionic gonadotropin (hcg) result on the dimension exl 200 instrument is consistent with a use error. No further evaluation of the device is required. Result and conclusion codes were updated.